Manufacturer narrative:
The pipelines were not returned for evaluation as they were implanted in the patient. No other complaints have been reported against the lot number. The devices were not returned for analysis; therefore the complaint could not be confirmed, and the event cause could not be determined. The lot history record review of the reported lot numbers showed no discrepancies that may have contributed to the reported experience. There is no evidence suggesting that the devices were defective, but rather a procedure related event. Related MDR 2029214-2015-00425 for the first procedure.

Event description:
Medtronic (covidien) received information that during a pipeline embolization device placement, the physician reported an in-stent thrombosis event. The physician decided to place another pipeline device in a telescoping manner to the previously implanted device that had migrated. After the second device was implanted, the physician diagnosed in-stent thrombosis and treated the patient with 7mg tpa. The clot was cleared after the tpa treatment. It was reported that the clot formation was noticed after the 2nd device was placed distal to the first device. The clot was formed in both of the device. The cause of clot formation was not clear. The patient received dual anti-platelet therapy (aspirin and plavix) prior to the procedure, unknown pru levels. It was reported that heparin was used in the procedure. After tpa treatment, the angiography result was good. The patient was reported to be in a good condition.